Event description:
Per the audiologist, at initial activation in 2008, the patient reported dizziness and undesired facial nerve stimulation. Results of a CT scan concluded incorrect placement of the device. Reimplantation recommended by physician. At approximately one month later, we were notified that reimplantation is scheduled (date not reported). As of 2009, reimplantation with a new device had occurred as activation is scheduled for another date.

Manufacturer narrative:
This type of event is addressed in the device labeling.